Manufacturer narrative:
Investigation results: received 1 catheter assembly of a 22gx1.00in insyte autoguard catheter from lot # 3017216 for the investigation of this complaint. A gross visual inspection shows that the catheters had media indicating that it has been used. The catheter was received without the needle. Microscopic inspection shows a catheter with a puncture that has the v-shape form 1/3 of the way from the tip. The observed damage is similar to that created when the needle pierces the catheter wall near the tip giving a spear through, thus confirming the defect of needle through catheter. This defect could originate as a part of the manufacturing process as indicated by the peura review, typically, in zone 5 due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect; however, as the returned has been removed from the package and handled it is possible that the defects originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of ¿needle through catheter¿ was confirmed. Probable root cause conclusion(s): undetermined.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: hole noted in catheter, catheter kept, no needle. 14 dec. 2023. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Unknown. Was this evident upon opening the package? No. If no, please describe when the catheter sustained a hole and how it occurred. Unknown if during the pivc insertion process, was there serious patient harm beyond discomfort, repeat IV insertion attempt, or minor therapy delay? No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.